Event description:
It was reported an alarm was heard, but telemetry was not yet performed. The patient presented to the emergency room (ER) on the morning of the date of the report due to the alarm and occasional twitching. The patient was non-verbal, but the family believed the pump had to be refilled. The pump was last refilled in (B)(6) or (B)(6) 2014. The pump was usually filled every 6 months. The patient had not been seeing the healthcare provider (hcp) who last filled the pump; patient had been to different rehabilitation facilities with no established managing hcp. The pump was used to deliver baclofen (unknown). No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2014, product type: catheter. (B)(4).